Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The six additional perclose proglide devices are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using a pre-close technique, via 6f sheaths prior to a transcatheter aortic valve implantation (tavi). At the right common femoral artery, the suture of the first proglide was preplaced successfully. Cuff misses were noted with three additional proglide devices on the right side. The sheath was upsized to 20f for the tavi procedure. The one successfully placed proglide on the right side was used to achieve hemostasis. At the left common femoral artery, cuff misses were noted with four proglide devices. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The two successfully preplaced proglide sutures on the left side were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.